Manufacturer narrative:
Customer site confirmed patient demographic information is not available. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that suction loss occurred after the laser fired. The surgeon switched the procedure to photorefractive keratectomy (prk). No patient injury was reported.

Manufacturer narrative:
Suction h6 testing of actual suspect device. Device evaluation: one (1) opened pi was received within original packaging confirming the reported lot number. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was performed and the reported issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.